Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. There were no follow up/corrective actions for the event. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. Erroneous high results were generated by a cobas e411 disk analyzer. The event involved one patient with elecsys hcg + beta test system.